Manufacturer narrative:
The failure investigation has been completed and the alleged continuous glucose monitor issue was verified. The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 300 mg/dl.